Manufacturer narrative:
Concomitant medical products: product ID 39565-30; serial# (B)(4), implanted: (B)(6) 2007, product type lead; other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 17-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant had died and the leads had three electrodes that were knocked out. The patient stated that the implant needed to be replaced and the healthcare provider intended to remove or replace the implant. The patient had an appointment to meet with the manufacturer representative and their healthcare provider on (B)(6) 2019. The indication for use was spinal pain. No patient symptoms reported. Additional information received from the manufacturer representative reported that the patient had to have a complete restart of the battery twice in early (B)(6). The patient was having a hard time keeping a charge and connecting to the battery. It was noted that the electrodes had high impedances that were unusable. The patient was scheduled for a revision surgery on (B)(6) 2019.